Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported urgent care visit for the pt's site irritation. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that she had a welt on her body so she went to the urgent care clinic. She was diagnosed as having an allergic reaction and was treated with benadryl, ketoconazole 2%, and hydrocortisone.